Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia, on (B)(6) 2026. The patient reported that following completion of the 72-hour wear period with a pod, it was removed however the patient did not hold a replacement pod where they were, resulting in a delay in initiating a new pod. After returning home and applying a new pod, the patient¿s blood glucose levels were reported to be elevated; althought, specific values were not provided. The patient reported feeling unwell (no specific symptoms were provided) and indicated ketone levels of approximately 5 units. The patient was admitted at (B)(6), where they underwent clinical evaluation including blood glucose, ketones, heart rate, and blood pressure assessments. During hospitalization, the pod was removed and insulin therapy was administered via intravenous infusion. The patient remained hospitalized until (B)(6) 2026, at which time a new pod was applied and the patient was discharged following stabilization of blood glucose levels. No formal diagnosis was reported.